Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. The patient remains ongoing on lvad support awaiting a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after over 3 years of support, there was a narrowing of the flow path along the entire length of the outflow graft. The patient was referred for a heart transplant. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The evaluation of the submitted log file could not confirm the report of narrowing of the outflow graft; a specific cause for the reported event could not be conclusively determined through this investigation. The heartmate ii lvas instructions for use (IFU) contains a section titled "pump performance monitoring," which outlines pump parameters and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump power is a direct measurement of motor voltage and current, while pump flow is estimated from pump power. Changes in pump speed, flow, or physiological demand can affect pump power. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.